Event description:
The customer reported touchscreen issues. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
During further investigation (fi), a visual inspections of the touchscreen assembly revealed evidence of deep scratches on the screen. The touchscreen assembly was visual inspected and the scratches on the screen were verified. Due to the damaged to the touchscreen the touchscreen cannot be calibrated. No further testing required. The determination could be made that the device failed to meet specifications. Though the unit was being used on a patient at the time the reported issue occurred, there was no patient harm. There is a relationship of the device to the reported problem. Physical damaged resulted in the scratches on the screen.